Manufacturer narrative:
(B)(4).

Event description:
The customer was contacted on (B)(6) 2011 via the accutni msp customer contact program. Customer indicated some occurrences of non-reproducible false positive accutni result. The event will be assumed to be worst case scenario and that a false positive accutni patients' result was recovered above the ami cut-off with repeat results recovering within the normal reference range. Actual pertinent data for this event was not supplied. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. A root cause for this event was not determined.